Event description:
On (B)(6) 2016 an email was received from an on-line provider who reported the following information: ¿customer reports that he/she got lenses on (B)(6) 2016 and every time he/she wears any of the lenses he/she has been getting a bacterial eye infection. His/her eye care professional (ecp) sent him/her to see a specialist and they said that the only thing they could think of that could be causing the infections would be if he/she received a contaminated order of contact lenses because he/she only has issues when he/she wears them.¿ multiple attempts were made to contact the pt for additional information, but the attempts have been unsuccessful. It was reported that the pt wore the acuvue oasys brand contact lenses at the time of the event. Two lot numbers were reported, but it is unknown which eye(s) or which lot numbers were affected. It is unknown if the product is available for return for evaluation. This event is being reported as a worst case event. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00l0rp was produced under normal conditions. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot b00l1pd was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.